Event description:
It was reported to philips that the customer ordered a power pca and needed to exchange it because it was defective. The customer did not offer details as to why the alleged the part was defective. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.